Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-14846. It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the right ventricular sensed noise resulting on a high ventricular rate episode. There was also noise noted on the right atrial lead. The patient's device was reprogrammed on 1 apr 2021. The patient had no symptoms related to this event.